Event description:
Per the clinic, the device was explanted on (B)(6) 2024 due to poor sound quality and intermittent connection with the device use. The patient was re-implanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on march 14, 2024.

Manufacturer narrative:
Device analysis report attached. This report is submitted on april 23, 2024.